Manufacturer narrative:
The incident has been reported to the MFR on (B)(6) 2011. The device is currently located in our facilities in (B)(6) and will be analyzed. Results of analysis will be developed in a f/u report.

Event description:
Programmable valve not adjusting under x-ray guidance. Multiple attempts to readjust. The doctor wants to know the cause of the incident.